Manufacturer narrative:
The reported event of device in backup mode, which resulted in no lv output and no rf telemetry was confirmed. The device was received in backup mode with battery voltage still at normal range of operation. The device image analysis indicates a hardware reset occurred in the field that turned the device into backup mode. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed did not identify any functional issues. The reset condition could not be reproduced despite extensive efforts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was found difficult to be interrogated and exhibited no capture threshold. The pacemaker was attempted to be re-interrogated but was found to be in a backup mode. The pacemaker was removed and replaced. The patient was stable before, during and after procedure.